Event description:
In 2004 a 10 cm length procol graft was attached to native tissue to create an access fistula in the right upper arm. The fistula was successfully accessed. The physician reported redness and irritation over the area of the graft that had not resolved over a three month period. One month later when the situation had not improved the physician removed the graft for eval and implanted a synthetic graft. Initial pathology results from the hosp suggest acute inflammatory reaction to the graft. A specimen is in the process of being returned to the MFR. This is an initial report only - an investigation will be initiated when the product and reports are recieved by the MFR. At this time the potential injury to the pt, if any, has not been determined.